Event description:
It was reported that a versacross connect access solution was selected for use during a watchman case. The versacross connect rf wire was used and put it through a non-boston scientific 18g access needle at femoral access likely causing the shearing (intact and peeled). Thus, a second versacross rf wire was selected for use and the same issue happened. As an alternative, physician switch to a non-boston scientific .032/sl1/brk, and upon inserting this system physician accidentally bumped atrioventricular (av) node causing instant asystole in the patient. Therefore, a CPR was needed and patients pulse returned. Three more times pre-transseptal patient went into asystole and pulse returned each time. Once transseptal, no more asystole occurrences happened and the watchman was implanted successfully. No other issues were reported. The device is not expected to be returned for analysis. In the physician's opinion, the versacross rf wires did not contribute to the adverse event. The issue with the wire happened due to the insertion of the wire through an 18g access needle. Other the resuscitation, a pacer wire was inserted and utilized on the last 3 asystolic events. No other damage was noted on the wires before or after the insulation damage was discovered. The patient did not have any mechanical hardware in their ra that the wire got caught in.

Manufacturer narrative:
The device was not returned for analysis. However, based on the media provided, the reported allegation for coating issue was confirmed. Thus, a supplemental MDR will be filed (MDR aware date is 22jan2024).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution was selected for use during a watchman case. The versacross connect rf wire was used and put it through a non-boston scientific 18g access needle at femoral access likely causing the shearing (intact and peeled). Thus, a second versacross rf wire was selected for use and the same issue happened. As an alternative, physician switch to a non-boston scientific .032/sl1/brk, and upon inserting this system physician accidentally bumped atrioventricular (av) node causing instant asystole in the patient. Therefore, a CPR was needed and patients pulse returned. Three more times pre-transseptal patient went into asystole and pulse returned each time. Once transseptal, no more asystole occurrences happened and the watchman was implanted successfully. No other issues were reported. The device is not expected to be returned for analysis. In the physician's opinion, the versacross rf wires did not contribute to the adverse event. The issue with the wire happened due to the insertion of the wire through an 18g access needle. Other the resuscitation, a pacer wire was inserted and utilized on the last 3 asystolic events. No other damage was noted on the wires before or after the insulation damage was discovered. The patient did not have any mechanical hardware in their ra that the wire got caught in.